Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise resulting in oversensing was noted when it comes to this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The patient will be booked for a new rv lead implant. Further information will be provided. No adverse patient effects were reported.

Event description:
Additional information noted that a revision took place and that the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Event description:
The device will not be returned as the hospital detained the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted two cuts into the right ventricular seal plug hole, which likely occurred at the explant. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that noise resulting in oversensing was noted when it comes to this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The patient will be booked for a new rv lead implant. Further information will be provided. No adverse patient effects were reported. Additional information noted that a revision took place and that the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported. The device was returned and analyzed.